Event description:
On (B)(6) 2014, it was reported that the keypad buttons were unresponsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-aug-2019 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. All of the keypad buttons responded appropriately during testing and had spring back. There was no evidence of defects or contamination found under the keypad contacts. The pump cover was removed and no evidence of keypad related defects or damage was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.